Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been referred for a generator replacement due to battery depletion. After running diagnostics in pre-op, high lead impedance was seen. The physician ordered an x-ray to see if there were any visible issues with the existing lead but was unable to see anything. X-rays have not been received for the manufacturer for review. The physician decided he wanted to replace the generator only and if high lead impedance continued, the patient would come back another day for full system revision. The physician replaced the generator and tested lead impedance 2 times and still saw in high lead impedance. Physician could not visibly see any fluid or issues with lead. Physician closed the patient incision and will follow up with the patient's family for future revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that x-rays are not available for manufacturer review. No lead revision date has been set.